Manufacturer narrative:
Device evaluation summary: device evaluation of monitor sn (B)(4) has been completed. The reported problem (displaying service code) has been confirmed. Upon evaluation, components on the computer/analog board were thermally damaged. The cause for the failure was a defective defib board. The root cause for the defective defib board was unable to be positively determined. No adverse event resulted from the defective monitor.

Event description:
A us distributor returned monitor sn (B)(4) and reported that the monitor failed was displaying a service code.